Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump buttons became unresponsive and the insulin pump alarmed for a button error. The customer was able to get to the main menu with the act button but could not get further. The blood glucose reading was 450 mg/dl. She declined troubleshooting for high blood glucose and stated that it was high due to steroids and being sick. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.